Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience? Experienced surgeon . Was the device difficult to fire? No. What confirmation was received that the firing sequence was completed? Audible feedback. Was a leak test performed intra-operatively? If so, what were the results? Yes. The result was ok. Were there any device issues noted intra-operatively? No. When was the leak identified? 2~3 days after surgery. How was the leak identified? The patient with abdominal distention. Was there a change in the patient¿s status after the drain was placed? Yes, the patient was without abdominal distention and was stable. Were there any other medical interventions? No. What is the current patient status? Stable and left from the hospital.

Event description:
It was reported that during the operation of sigmoid colon malignant tumor, after operation finished, found the patient with anastomotic leakage. Used puncture and drainage as special surgical care after surgery.